Event description:
Sulzer knee implant foreign body caused osteolysis and erosion of tibial screw through bone in left knee. Replaced with j&j right knee implant, -also sulzer- now also failing with same foreign body reaction. This is about 3 years post implant for both knees. Dr's staff told rptr about 8 recent failures due to foreign body reaction having occurred.